Event description:
Customer reported temperature alarms, specifically alarm 10, 11, and 15. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump and ensured the customer would use multiple daily injections as backup insulin therapy. The customer was instructed on how to put the pump into storage mode and to return it within 10 days using a pre-paid label, which they acknowledged.